Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs confirm impella position in aorta alarms, and there were no motor current spikes prior. The 5s parameters were within specification and there were no data log abnormalities. The root cause of the optical signal issue was most likely patient condition causing false alarms. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella in aorta alarm appeared during impella 5.5 support. The device exhibited optical placement issues. Pump positioning was verified to be accurate, and support continued uninterrupted. The decision was made to withdraw care, and the patient expired.